Event description:
It was reported that the right ventricular lead exhibited high, out of range high voltage lead impedance. The patient presented in clinic on (B)(6) 2017 for follow up. No intervention was performed. No patient symptom was reported. No further information is available.